Event description:
It was reported that on (B)(6) 2014, gamma3 surgery was performed. After that extraction surgery was performed on (B)(6) 2015 because the fracture was healed. But refracture was occurred at femoral head. Tha surgery is planned on (B)(6). New information received 06/10/2015: the refracture of the femoral head did not occur during the extraction surgery.

Manufacturer narrative:
Investigation summary: product inquiry stated the trochanteric nail kit, ti gamma3® ø10x170mm x 130° to be the subject product. No further associated products were reported. Review of the manufacturing records revealed no discrepancies. The reported nail was not received for evaluation as it was discarded. However referring to the event description and to additional information received no physical failure of the product in question was subject of the reported event ¿ the provided information suggested the complete function within an implantation period of approximately 16 months. According to information received the initial fracture had healed, which had led to an extraction of the trochanteric nail. The reported refractur did not occur during the extraction surgery. The use of a total hip arthroplasty as revision implant leads furthermore to the assumption of a reduced bone quality. The reported information did not allege any deficiency in the identity, quality, reliability, safety, effectiveness or performance of the device. Based on the limited information, considering the results of the review of the manufacturing documents and referring to that no deviation of the item was presented in the reported event a deficiency of the implant in question was not verified. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. With available information the event was not caused by any deficiency of the device. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the potential failure mode indicated the potential issue was addressed adequately. There were no actions in place related to the reported event for the subject product. No non-conformity was identified. Product was discarded.